Manufacturer narrative:
Baxter's product surveillance dept will attempt to ensure that proper procedures be reviewed with the home pt.

Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during dwell 3/5 of his automated peritoneal dialysis therapy. Reportedly, the home pt left the clamp on an unused supply line open during therapy. Baxter's technical serivce center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.